Event description:
It was reported that when the device was used during an inguinal hernia repair, the device misfired the staples. Another device was used to complete the case. There was no consequence to the pt.